Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the ventilator had a battery failure. There was no patient involvement at the time the reported issue was discovered. There was no report of patient or user harm. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Information was received that the unit had a battery failure alarm on the screen after starting the unit. Reportedly, when the battery was removed the alarm message would disappear. The customer ordered a battery and replaced it to address the issue. It was reported that the defective part was discarded by the customer.